Event description:
My daughter was using the acuvue soft contact lenses and has been for yrs. She was using the old brand of opti-free express contact lens solutions with no problems. Then when opti-free went to the replenish with more moisture, she thought that would be better; so, she switched to the newer brand of opti-free replenish. She woke up one morning with her eye swollen and almost shut. Our eye dr diagnosed her with a corneal ulcer on one eye that if it had been over just a few inches that she could have lost her sight. Both eyes were red and she had sensitivity to light. She was not able to wear her contacts for about a month. After trying drops the eye dr gave her to clear up the problem, we still noticed that there was some kind of contamination. I told her not to use the new eye solution anymore and to go back to the old kind. Her eyes have cleared up since she did this. My husband had the same contacts and used the new solution and the same thing happened to him at the same time. He went back to the old solution and has also used the multi purpose solution and his eyes cleared up. I have talked to several people in passing who have the same problems with this brand of solution. There seems to be a connection with the extra moisture brands. I am not sure of the exact dates my daughter was at the eye dr, optometric eye clinic. I won't give her name out unless you email me back wanting that info, but they have all her records there. If I remember correctly, I think we gave the eye dr the rest of the solution to send to the company. They were supposed to contact the drug rep for that company after this happened to see if the solution may have become contaminated. I bought the solution in a double box at the same time for my daughter and my husband. You may email me for further questions. Dose of amount: squirt, frequency: daily, route: ophthalmic. Dates of use: not sure in file at dr, one month in 2007. Diagnosis or reason for use: contact solution. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.